Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent transurethral mesh removal of boston scientific sling, cystourethroscopy and anterior colporrhaphy on (B)(6) 2011 due to transurethral mesh erosion, second degree cystocele and severe urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedure of cystocele repair during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.